Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient expired on (B)(6) 2017. The main cause of death is unknown. Additional information was requested but not available. Related manufacturer report numbers: 2017865-2017-34343 and 2938836-2017-33767.

Manufacturer narrative:
As received, the device was returned for analysis. Visual inspection of the device revealed the can was swollen and that the device could not be interrogated due to battery depletion of the device. Electrical analysis on the device was performed, and no sources of high current were noted. A longevity estimate could not be performed due to lack of information; however, based on the manufacturing date of 2006 it is believed that the battery would be beyond end of life (eol). Based on the device analysis and information from the field, the cause of the reported incident could not be conclusively determined.